Event description:
Boston scientific received information that the latitude system detected a red alert from this transvenous defibrillation lead due to low shock impedances of less than 20 ohms. Technical services (ts) discussed the clinical event triggered the red alert for less than 20 ohms shock impedance; however, the trending window had not ended so the device was not providing the actual value yet. Ts discussed the potential for a short in the device and/or lead, and that therapy may not be available. Ts also discussed troubleshooting and programming options. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.